Event description:
It was reported to MFR while discussing the hyd jack recall (z0904-06) jack correction action plan with dealer, carolina apothecary, dealer mentioned there had beenj and incident. Dealer stated that an end user while using the lift fell, her fall resulted in a fx leg and a cut above her eye. Was hospitalized for a time and now is home. End user lift was switched out by dealer and were re-instructed on use of the equipment. MFR issued RMA #674978 (line #21) to get jack back for evaluation. Lines 1-20- of this RMA are new replacement jack to dealer for the replacement program. Serial number of jack complaint received is 0407l0745, mfg date of july 2004. MFR did c/a #ct041003 for fix, this fix was issued and implemental december 2004..